Manufacturer narrative:
The meter and test strips were requested for investigation. The customer returned the meter and test strips where they were tested using retention controls. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.3 inr, qc 2: 3.3 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. Relevant retention test strips (lot 368871) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results for 1 patient tested with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The meter result at 1:30 p.m. Was 5.4 inr. The result from the laboratory at 2:20 p.m. Was 4.1 inr. The patient's warfarin dose was held for 1 day based on the meter result and the dose was decreased by 2.5 mg per week. On (B)(6) 2019 the meter result at 1:30 p.m. Was 7.9 inr. The patient was re-tested on the meter at 1:40 p.m. With a result of 7.8 inr. The result from the laboratory at 2:20 p.m. Was 5.5 inr. The patient's warfarin dose was held for 4 days based on both the meter and laboratory results. The patient's therapeutic range is 2 - 3 inr. No medical treatment was required for either event. There was no allegation that an adverse event occurred due to the device. The patient's overall health is good.